Manufacturer narrative:
Retainer ring = black customer returned pump for an alleged critical pump error (open book image) alarm found on (B)(6) 2021. Device was received with a constantly flashing medtronic logo on the display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test or verify critical pump error (open book image) alarm due to a constantly flashing medtronic logo on the display. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. ¿unable to download firmware using crest due to a constantly flashing medtronic logo on the display. Unable to download history files and traces using thus due to a constantly flashing medtronic logo on the display. The original pcba 2 was installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and no constantly flashing medtronic logo noted. The original pcba 2 re-installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the aa 1.5v battery and continued testing and download. Successfully utilized crest and thus to download history files. Device failed to open the download window as per by-pass steps. The pump start up immediately preventing download of comlink3 using thus. Pump error 4 alarm was recorded and found in the formatted history file on 08/18/2021 09:00:01.000. Pump error 4 alarm was generated since the motor mcu did not get the response from the main mcu when sent the request. Hw issue. Unable to verify critical pump error (open book image) alarm. Per r&d engineer, the critical pump error (open book image) alarm analysis requires comlink3 uploads. A constantly flashing medtronic logo on the display was confirmed, suspected on pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a scratched case and a serial number label fading. A constantly flashing medtronic logo on the display was confirmed, suspected on pcba 1. Pump error 4 alarm confirmed due to hw issue. Unable to verify critical pump error (open book image) alarm. Per r&d engineer, the critical pump error (open book image) alarm analysis requires comlink3 uploads. Unable to download comlink3 files confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had an open book image error alarm. No other error was displayed before the open book image was displayed on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.